Event description:
It was reported that the external pulse generator (epg) incurred and error code. It was recommended to remove the battery to reset the epg. The device was restored to service and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.